Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out and had bubbles on the silver sleeve. Chloraprep was the cleaning agent used on the device. There was no reported patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out and had bubbles on the silver sleeve. Chloraprep was the cleaning agent used on the device. It was stated that the catheters were being examined to ensure that the cuff is not exposed and if the cuff is exposed, they will be accessing the need to replace the catheter. It was also stated that their current clinical practice is to leave the sutures in 6 weeks post insertion. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the device was received with a considerable amount of dried blood inside the tube and outside the device. Two pink tags were wrapped around the adapters. The device was decontaminated in a bleach bath and the clot at the distal end of the device was dissolved. The catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. The bubbles on the silver sleeve are a normal part of the function of the device when the silver has been dissolved. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.